Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event occurred on an unspecified date involving an unspecified intravenous (IV) sets, and it was reported that they found contaminated IV sets. There were no reported patient involvement and no reported patient harm.